Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to cable failure. The cause of the faulty cable could not be identified. In addition, based on the results of the investigation, and because the phenomenon (e322 error-scope communication error) was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that the error occurred when the camera head seeks to display the unit information while it is not connected due to a communication failure caused by the faulty cable. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged.¿ ¿never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ ¿never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) address- line 1: (B)(6). The device was returned to olympus for evaluation and the reported event was confirmed. Additionally, it was found that the camera cable had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that during preparation for a therapeutic laparoscopy, the autoclavable camera head displayed no image on the monitor along with an e322-scope communication error. The customer changed to another device and called a field service engineer(fse). The fse found that the issue persisted and the device needed to be repaired. The intended procedure was completed with no delay, using the same device. There was no report of patient harm.